Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3378 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). . At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 936682) for female sterilisation. The patient had a medical history of pelvic pain female. Previously administered products included: depo-provera and dmpa. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3067 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure insert was placed in the right tube first with 3 coil visible. The second essure insert was placed in the left tube also with 3 coils visible the instruments were removed and hemostasis was observed. Discrepancy noted insertion date of drug updated to (B)(6) 2012 from (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: s/p(status post) essure placement (B)(6) 2012 presents for hsg to document tubal occlusion. Bilateral essure devices noted with no spillage from either tube a/p(assessment and plan). Successful bilateral tubal occlusion patient elects for two-three months of ocp in order to reset menstrual cycle after depo-provera. [Pathology test] on (B)(6) 2021: surgical report: admitting diagnosis: pain due to genitourinary prosthetic devices. Preoperative diagnosis and postoperative diagnosis: pelvic pain, presence of essure implants with desire for removal. Specimen(s) received: essure implants; para ovarian cyst; right and left fallopian tube; left ovarian cyst. Final pathologic diagnosis: essure implants, removal: implants. Para ovarian cyst, cystectomy: benign mullerian cyst. Additional portion of fibrovascular tissue with dilated lymphatic spaces. Right and left fallopian tubes, salpingectomy: two fallopian tube segments with benign para tubal cysts. Left ovarian cyst, cystectomy: benign physiologic ovarian tissue with focal area of lymph histiocytic inflammation. Note: the findings could be seen in a benign corpus luteal cyst or in a benign endometriotic cyst. Gross description: essure implants are two metallic appearing coiled spring-like devices each measuring approximately 11 cm in length. [Pregnancy test] (date unknown): hcg negative. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received .medical history and lab data added including pathology test. Reporter information added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 936682) for female sterilisation. The patient had a medical history of pelvic pain female. Previously administered products included: and dmpa. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3067 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure insert was placed in the right tube first with 3 coil visible. The second essure insert was placed in the left tube also with 3 coils visible the instruments were removed and hemostasis was observed discrepancy noted insertion date of drug updated to (B)(6) 2012 from (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: s/p(status post) essure placement (B)(6) 2012 presents for hsg to document tubal occlusion. Bilateral essure devices noted with no spillage from either tube a/p(assessment and plan) successful bilateral tubal occlusion patient elects for two-three months of ocp in order to reset menstrual cycle after depo-provera [pathology test] on (B)(6) 2021: surgical report: admitting diagnosis: pain due to genitourinary prosthetic devices preoperative diagnosis and postoperative diagnosis: pelvic pain, presence of essure implants with desire for removal specimen(s) received: essure implants para ovarian cyst right and left fallopian tube left ovarian cyst final pathologic diagnosis essure implants, removal: - implants para ovarian cyst, cystectomy: - benign mullerian cyst additional portion of fibrovascular tissue with dilated lymphatic spaces. Right and left fallopian tubes, salpingectomy: - two fallopian tube segments with benign para tubal cysts. Left ovarian cyst, cystectomy: - benign physiologic ovarian tissue with focal area of lymph histiocytic inflammation; note: the findings could be seen in a benign corpus luteal cyst or in a benign endometriotic cyst. Gross description: essure implants are two metallic appearing coiled spring-like devices each measuring approximately 11 cm in length. [Pregnancy test] (date unknown): hcg negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report